Event description:
An initial report of hospitalization was received by united therapeutics drug safety on 14-apr-2025 and forwarded to millyard advanced medical products, llc on 15-apr-2025. On (B)(6) 2025, the patient's caregiver reported that remodulin spilled onto the patient's leg during a cassette change. Soon after, the patient lost consciousness, and her blood pressure dropped. The caregiver called 911 and the patient was transported to the ER. A hospital clinician reported the patient was hypotensive and unconscious in the ER. A doctor from another hospital reported that the patient was being transported to them on vasopressors for blood pressure support. The doctor said the patient potentially overdosed on remodulin, then became flush, had low blood pressure and diarrhea. The patient was discharged from the hospital on (B)(6) 2025. An assessment from united therapeutics indicates that an overdose due to skin contact is extremely unlikely; however, some patients have reported experiencing similar symptoms after restarting remodulin infusion. No components or further information related to the reported event have been made available to millyard advanced medical products, llc for further evaluation. Despite no allegation of device malfunction, this issue is being reported out of an abundance of caution.